Event description:
Customer reported the system intermittently will not fluoro. Lose images, and displays a hard disk error. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. Ge representative suspected faulty power supply and replaced a power supply and adjusted voltages. System operates as intended.